Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse event of an inguinal hernia (characterized by swelling), which warranted hospitalization, the transition to hd therapy for rrt, and inguinal hernia surgery scheduled for later this month. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) was deficient, malfunctioned, failed to meet the users¿ expectations or the manufacturers¿ specifications. However, the pdrn reported the patient¿s inguinal hernia was not present prior to the patient beginning pd therapy; therefore, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the creation and/or exacerbation of the patient¿s inguinal hernia. Hernias are a recognized complication of pd therapy (manual or cycler based) due to the increased intra-abdominal pressure created during pd therapy. During therapy, this pressure can create and/or exacerbate preexisting weaknesses in the supporting abdominal wall structures. Additionally, the surgical implantation of the pd catheter required for rrt also increases the risk of hernia formation.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) went to the emergency room on (B)(6) 2025 due to being swollen and was diagnosed with a hernia. Correspondence with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized for the evaluation of swelling (presumed abdominal) on (B)(6) 2024 and was diagnosed with an inguinal hernia. Although the details of the patient¿s hospitalization are largely unknown, the patient reported he was transitioned to hemodialysis (hd) due to the inguinal hernia and is scheduled for a surgical hernia repair on (B)(6) 2024. The patient will then reportedly return to pd therapy 2-3 weeks after the surgery is completed. Per the pdrn, the patient did not encounter any fresenius device(s) and/or product(s) deficiencies or malfunctions. However, the pdrn also stated the inguinal hernia was not present when the patient began undergoing pd therapy for rrt.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) went to the emergency room on (B)(6) 2025 due to being swollen and was diagnosed with a hernia. Correspondence with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized for the evaluation of swelling (presumed abdominal) on (B)(6) 2024 and was diagnosed with an inguinal hernia. Although the details of the patient¿s hospitalization are largely unknown, the patient reported he was transitioned to hemodialysis (hd) due to the inguinal hernia and is scheduled for a surgical hernia repair on (B)(6) 2024. The patient will then reportedly return to pd therapy 2-3 weeks after the surgery is completed. Per the pdrn, the patient did not encounter any fresenius device(s) and/or product(s) deficiencies or malfunctions. However, the pdrn also stated the inguinal hernia was not present when the patient began undergoing pd therapy for rrt.